Manufacturer narrative:
DHR review: the complaint lot# is 4199689, sku is 383323, assembly in suzhou plant on (B)(6) 2024, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis:no picture/video of the complaint unit or the actual complaint unit could be obtained for evaluation. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported from tubing or y adapter port. The possible reasons for this type of failure may including: 1. Tubing damage/broken issue, or poor prn assembly status. 2. The swaging between tubing and luer-adapter is not good, leakage is from the swaging location current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including the swaging force, a poor connection can be detected 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector no picture/video of the complaint unit or the actual complaint unit could be obtained, and the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in leaked at adapter tubing junction. Leaking defect in the y connection of the bd saf-t intima product with y adapter. Additional information received on june 10, 2025. Could you please share the customer's name? Customer name received.